Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery h3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400-430 mg/dl range. Reportedly, the customer went to urgent care and was treated with manual injections. Reportedly, the customer loaded cold insulin into the cartridge and did not perform the air removal step. Tandem customer clinical support informed customer that using cold insulin and not performing air removal step are off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.